Manufacturer narrative:
(B)(4). Date sent: 1/20/2022. Only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: per the surgeon¿s resident, ¿they did not use a second stapler. Stapler would not disengage, and it caused a leak at the anastomosis site. They had to over sew it and the patient ended up getting an ostomy.¿ additional information was requested, and the following was received: can more detail be provided about what was done when the difficulty was experience? What is meant by ¿stapler would not disengage¿? What was done to get the stapler to fire (or, did the device fire)? Please provide the status of the device(s) as it has not been received for analysis. Response: the information has been requested to the complainant, but available information is still pending. All known information has been submitted. As new information is made available, it will be reported. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported during a lower anterior bowel resection procedure, stapler didn¿t fire. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: I had a brief few moments with the surgeon and here¿s what we talked about: the issue was not that it did not fire, it fired fine and we received the green checkmark. The issue was trying to remove it from the rectum (that¿s the ¿would not disengage¿). He stated that the anvil was not opening enough when he turned the gray knob to remove. Had to put a lot of force to get it out. Based on his comments, I do not believe he did two full revolutions of the knob. I did not get a ton of time to ask additional questions. The surgeon was not open to a clinical discussion.